Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 800 synchron clinical system gave erroneously low calcium (calc) results for one patient sample. The erroneous result was not reported out of the lab. There were no changes to patient management as a result of this event. There are no reports of death or serious injury. Prior to the event, the calc quality control (qc) results were within the lab's established ranges. The low calc result triggered a critical re-run. The repeated result was higher. The customer repeated the result on the lab's other dxc analyzer and the result matched the critical re-run result.

Manufacturer narrative:
The customer evaluated the system and cleaned the sample probes. Based upon the available information, a clear root cause has not been determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.